Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a fatal error. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that a fatal error had occurred. A technical support specialist (tss) connected to the station and found that the user was able to log into medication application but encountered a fatal error during the medication pull process. Attempted to shrink and reindex the 10.2gb database, which was reduced to 9.9gb; however, index queries continued to fail. Backed up the database to the d drive, dropped it, and initiated a full synchronization. Later customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a fatal error. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.